Manufacturer narrative:
Device evaluated by MFR: the crimped stent was detached from balloon and returned with device for analysis. The entire stent was stretched and distorted with the mid-section of the stent showing signs of more severe stretching. From the analysis it was not possible to measure the outside diameter (od) of the stent as the entire stent was damaged. A review of the associated batch records; the maximum crimped stent profile measured and was within specification. The product stent protector was not returned for analysis with the device. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the wall of the balloon as would be expected. A visual and tactile examination found no issues with the profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While preparing a 38x2.50mm synergy drug-eluting stent for use, the protective stylet was removed from the stent delivery system however, it was noticed that the stent came off too. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. While preparing a 38x2.50mm synergy¿ drug-eluting stent for use, the protective stylet was removed from the stent delivery system however, it was noticed that the stent came off too. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).